Event description:
The patient reported the tubing on her insulin infusion set separated while she slept last night. She stated that is not the first time she has had her infusion set tubing separate. She stated she discovered her blood glucose was elevated to 14 mmol. During routine testing this morning. She stated her normal blood glucose range is 6-10 mmol. The pt said she had used this infusion set and tubing for 2 days prior to this incident. The patient corrected her elevated blood glucose by changing the tubing and bolusing insulin through her infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.